Event description:
It was reported during a laparoscopic cholecystectomy the 355l trocar used in the camera port developed a leak. A new 355l was opened in order to complete the case. There was no consequence to the pt.